Manufacturer narrative:
Additional information: section a4, b5. Correction: section d4, g3. Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct correlation between the reported event and the heartmate 3 left ventricular assist system (lvas) could not conclusively be determined through the evaluation. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had cardiac arrhythmia starting on (B)(6)2019. It was reported the patient was hospitalized. Additional information was provided stating the patient was admitted for ICD firing for ventricular tachycardia on (B)(6)2018 and (B)(6)2018 and it was not device related. The patient was on amio preop and post op amio was weaned off. Amio was reinitiated and bb was increased with no further events. The patient was stable as outpatient. The patient remains ongoing on the heartmate 3 lvas. No further information was provided.

Manufacturer narrative:
Approximate age of device: 1 year, 1 month, 14 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient was hospitalized due to cardiac arrhythmias. The event date is unknown; therefore, (B)(6) 2019 is being used as a placeholder. Additional information was requested but not provided.